Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
It was reported that the patient was treated with an external fixator in (B)(6) 2013 for an open distal tibia/fibula fracture. Final definitive treatment was performed in (B)(6) 2013. A cast was applied at first post-operative visit and patient was lost to follow up. In (B)(6) 2014 the patient went to another hospital to have the cast removed. A scab was removed over the distal tibia to reveal an open wound and exposed hardware. The patient was transferred back to the implanting hospital and surgeon. The patient was scheduled for hardware removal. All hardware removed successfully and intra-operative x-rays revealed that the tibia was healed. The fibula hardware remains intact. This report is for 8 unknown locking screws. This report is 3 of 3 complaint (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Implant date reported: (B)(6) 2013. Explant date reported: (B)(6) 2014. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm low bend medial distal tibia plates was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The validity of this complaint is based on device history record review only as no product was returned for evaluation. Placeholder.

Manufacturer narrative:
Additional narrative: possible part numbers include 212.110, 212.112, 212.117, 212.119 (x3), and 212.121 (x2). The results of the manufacturing evaluation are as follows: eight screws were returned for evaluation of an unknown part number. An investigation was performed to determine the part numbers of the unknown screws. The part numbers are believed to be 212.110, 212.112, 212.117, 212.119 (x3), and 212.121 (x2). Overall the returned screws are in fair condition. The material, overall length, head profile, and thread profile were checked on all the screws and no issues were found. (B)(4). The device history review was incorrectly reported on the previous medwatch. Without a lot number the device history records review could not be completed.